Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. The reporter contact address and email address were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
The consumer reported that their protectiveclean power toothbrush fire broke out. The consumer called fire department which put out the fire and damaged to property.